Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there was a loss of therapy. Patient reports they are not able to sync and wasn't seeing the therapy on icon on the programmer screen. Patient reports they couldn't empty bladder and went to their healthcare professional (hcp) and found out therapy was off and it wasn't working. During call, patient had access to the programmer in which they synched and showed stim off on program 1 at 3.8v. They had the ability to adjust stimulation so they turned therapy on and increased to 4.0v stating that felt it in the right area. No further complications were reported or anticipated.